Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for one unknown prodisc-l polyethylene inlay. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. Implant date is unknown and was reported as (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. The subject device is still implanted in the patient as of (B)(6) 2015. (B)(4) additional medical intervention including CT-scans and x-rays. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who underwent level l5-s1 artificial disc replacement (adr) with an unknown prodisc-l implant in (B)(6) 2015 developed bilateral neuropraxias and neuropathic pain. A CT scan performed on (B)(6) 2015, revealed that the bilateral neuropraxias and neuropathic pain were due to retropulsed bone fragments which were tamped back into level l5 posteriorly or excised via bilateral level l5 hemilaminectomies and partial medial facetectomies on an unknown date in (B)(6) 2015. It was further reported that routine postoperative x-rays, taken on (B)(6) 2015, demonstrated obvious subluxation of level l5 with impingement of the anterior portion of the implant. Flexion/extension lateral films including supine lateral view fail to show any reduction and normal alignment. Other than residual paresthesia (left greater than right), she denied having any back pain or symptoms of instability, and has returned to working as a school administrator. Tentatively the patient has been advised by the surgeon that she will need a posterior instrumented fusion, and possibly anterior revision and fusion. As of (B)(6) 2015 the patient is awaiting another CT scan to be performed by a third party to determine if she will undergo revision surgery for an anterior/posterior fusion at levels l5-s1. This report is for one unknown prodisc-l polyethylene inlay. This report is 2 of 3 for (B)(4).